Manufacturer narrative:
The customer reported that two catheters were blocked and did not conduct urine. We checked the batch history records and no non conformities were detected. The retain samples from the same batch was tested and it functioned properly, no blockage was detected. We are expecting to receive and evaluate the actual sample. Additional report will be submitted.

Event description:
After we opened the package (for use), we found that the catheters were blocked and did not conduct urine. There were 2 occupancies within 1 month.

Manufacturer narrative:
The customer reported that two catheters were blocked and did not conduct urine. We checked the batch history records and no non conformites were detected. The retain samples from the same batch was tested and it functioned properly, no blockage was detected. We are expecting to receive and evaluate the actual sample. Additional report will be submitted. Update of 07/29/2020: we evaluated the actual device and detected that there is partial blockage of the drainage lumen of the catheter by excessive silicone material, which happened during injection process (injection of funnel upon a shaft). As a corrective action, it was decided to implement 100% inspection of catheters by pin after funnel injection molding stage, in order to ensure detection of partially blocked parts.

Event description:
After we opened the package (for use), we found that the catheters were blocked and did not conduct urine. There were 2 occupancies within 1 month.